Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer would change their supplies after each occlusion. After the supply changes, the occlusion alarms continued and the customer reverted back to manual injections for diabetes management. The customer experienced blood glucose (bg) levels ranging from 250-300 mg/dl and high levels of ketones. Manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past and supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer was to obtain supplies and resume pump therapy.